Manufacturer narrative:
H10/h11: the initial incident report was submitted with incorrect manufacturing site information and registration number 1643264 (s+n oklahoma). The correct manufacturing site information and registration number is 1219602(s+n mansfield).

Manufacturer narrative:
One biosure driver was returned for evaluation. Visual assessment of the device showed the distal tip is deformed. The device was tested with a 1.2 guide wire and would not exit the distal tip. The condition of the device indicates it was impacted causing the observed damage.

Manufacturer narrative:
Foreign zipcode: (B)(6).

Event description:
It was reported that during surgery, the device on the loan set was damaged and not able to insert a 1.2 guide wire down the cannulated shaft. It seems like the head of the driver was distorted or too tight to fit any wire through. There was no backup device available and it is unknown how the issue was solved. No delay nor patient injury or other complications were reported.

Event description:
It was reported that during surgery, the device on the loan set was damaged and not able to insert a 1.2 guide wire down the cannulated shaft. It seems like the head of the driver was distorted or too tight to fit any wire through. The procedure was finished with a competitor device. No delay nor patient injury or other complications were reported.